Event description:
Baxter (B)(4) received a report that a infusor patient control module (pcm) had an unknown defect occur during patient use. The concomitant medical products are currently unknown. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one used patient control module (pcm) for evaluation. Visual inspection of the pcm showed no evidence of physical defect. A functional leak test was performed, but no evidence of leak was observed on the pcm. A functional flow rate test was also conducted and the flow rate was observed to be within specification, 1.93 ml. Based on the evaluation findings, no evidence of defect was observed from the pcm. The reported issue could not be confirmed. No additional observation was noted from the photo. No repair was done, as this is a single-use device which will be discarded.

Manufacturer narrative:
(B)(4) additional narrative: the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This product is not distributed in the us and does not have a 510(k) number. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.